Event description:
A cobe cardiovascular centriflow pumphead was in use during open heart surgery. About 5-10 minutes after going on bypass, a leak developed from the pumphead. The clinicians took the patient off bypass and allowed the patient's heart to resume pumping while they changed out the pumphead. The pt was given a unit of homologous red blood cells to compensate for the blood loss from the leak. No pt injury resulted.